Manufacturer narrative:
Expiration date: 08/02/2018. Manufacture date: 08/02/2014. Clarification: initially it was reported that the patient underwent a vitrectomy where the lens was explanted; however, in follow up, it was stated, the lens was not explanted. The lens was remains implanted in the patient's eye. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information was received that indicated the patient left the hospital on (B)(6) 2015 for ambulatory (out patient) treatment. Visual acuity was 0.1. He was injected with antibiotics and used eye drops for treatment. There is a little secretion in his eyes. The physician indicated the endophthalmitis was related to the patient's ''physical constitution''. The manufacturing records were reviewed. Presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The sterilization record was reviewed and was found in compliance with the sterilization process parameters. The monitoring records were reviewed for the time period when this production order was processed, and no environmental action was found for the laminar flow hood. The review showed the iol was met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a tecnis zcb0000195 was implanted on (B)(6) 2015. After the procedure the patient developed severe endophthalmitis. He was transferred to another hospital for treatment. In follow up it was learned day one post-op patient's visual acuity was 1.0 and he experienced ocular pain in the afternoon. The physician found the anterior chamber was foggy. He irrigated the anterior chamber and injected antibiotics for treatment. There was no improvement the next day. The physician again irrigated the anterior chamber and injected antibiotics; still no improvement. The patient was transferred to another hospital on (B)(6) 2015. There a vitrectomy was performed on (B)(6) 2015 and the iol was removed and discarded. At this time it was reported the endophthalmitis was controlled. The patient left the hospital after one week of observation. Then he returned to the hospital for continuous treatment. The patient is stable and his vision is recovering. It was also noted the iol was not explanted because the patient is unwilling to have it explanted. The surgeon commented that the patient patient's diabetes, physical constitution and post-operative hygiene all contributed to the event.

Manufacturer narrative:
Explant date: not applicable; still implanted. Initial reporter telephone #: (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.